Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)(64) 2018. It was reported that during patient implant on (B)(6) 2018, that the slide lock became stuck, which required damaging the device to disengage the pump from the ventricle. A replacement device was implanted without further issue.

Manufacturer narrative:
The evaluation of heartmate 3 lvas, confirmed the report of damage to the slide lock mechanism. The pump with the pump cable was returned intact. The tunneling adapter was connected to the inline connector of the pump cable. The modular cable was returned unattached from the inline connector of the pump cable. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned with the cuff lock not fully engaged. The cuff lock latch spring was bent towards the cuff lock. The cuff lock appeared to slide freely upon manipulation; however, when attempting to engage the cuff lock, the bent latch spring interfered with the cuff lock cover, preventing the cuff lock from being fully engaged in the locked position. Tool marks were observed on the arm of the latch spring and the inner diameter of the handle of the cuff lock. In addition, tool marks were observed on the cuff lock cover, which appeared to line up with the tool marks on the arm of the latch spring. A specific cause for the bent cuff lock latch spring and inability to disengage the pump from the ventricle could not be conclusively determined through this evaluation. In addition, an exact duration for which the latch spring was deformed could not be conclusively determined. Review of the device history records found that heartmate 3 lvas device passed all inspection and testing of the cuff lock. Heartmate 3 lvas device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The modular cable was then used with a test system and was found to function as intended, without any issues. A review of the device history record revealed that the device met specifications prior to leaving manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.